Manufacturer narrative:
Follow-up # 1 ¿ (01/02/2015). The patient¿s test strips have been returned on 8/6/2014 and evaluated by lifescan product analysis on 12/22/2014 with the following findings:the test strips involved with this complaint failed testing. The test strips were found to have results above range when tested with control solution. In addition, a secondary issue was noted when the test strips vial was found to be overlabelled by a third party. Additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to be intact, thus not the root cause for the control solution failing which was seen, and passed tga testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4) alleging that the subject meter read inaccurately. The reporter claimed obtaining blood glucose readings of ¿253 and 121 mg/dl¿ with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for precision. This complaint is being reported because the reported issue was not resolved with troubleshooting. There is no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 2 ¿ (01/26/2015). The patient¿s test strips have been returned on 8/6/2014 and evaluated by lifescan product analysis on 1/13/2015 with the following findings:the test strips involved with this complaint failed testing. The test strips were found to have been meant for one country but was sold in another. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.